Event description:
Reportedly, during pt use, there was an 'o2 loss' alarm. The spo2 value (saturated peripheral oxygen) of the pt had decreased and the pt was removed from the ventilator. An oxygen mask was used to ventilate the pt before transferring her to another ventilator. There was no pt injuries or any adverse pt effects reported.

Manufacturer narrative:
(B)(6).